Event description:
Dexcom was made aware on 03/10/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the (B)(6) 2025 on arm. It was reported that the patient experienced a skin reaction with an infection which occurred 6 days after the sensor had been inserted in the arm. Prior to sensor insertion, the area was prepped with alcohol and flonase spray. The patient developed a knot under the sensor pod area only, and the rash, inflammation, and blisters extended beyond the patch perimeter. The patient applied otc topical hydrocortisone cream to the area. On (B)(6) 2025, the daughter took the patient to consult a physician, and a blood test was performed which showed no infection at the insertion site. Although the blood test was negative, the patient was prescribed oral and topical antibiotic medications (keflex, unspecified tablets three times per day for 10 days; and neosporin ointment for eight days) for the reaction. At the time of report, the patient's skin reaction was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.